Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. System log review: per an isi advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a large pneumothorax in the right lung. The pneumothorax was discovered via chest x ray after the procedure. The target lesion was in the right upper lobe, anterior-peripheral segment about 2 centimeters in size and located near the pleura. A chest tube was placed, and the patient was to be admitted overnight for close observation. The physician reported that the device was contributory to the pneumothorax due to use of biopsy needles. The other contributory factor was the peripheral location of the lesion and close proximity to the pleura. The pneumothorax could have likely occurred via another modality. There was no device malfunction associated with the event. The patient was reported to be asymptomatic and in stable condition.